Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Unable to confirm customer complaint. Pump came in with the complaint of cassette not attaching properly. After going through pvt and delivery testing, it had passed pvt and delivery testing. During visual inspection it was noted that the lcd lens was cracked, and downstream sensor occlusion seal was bubbled. Replaced the lcd lens and downstream sensor occlusion seal. After repair, it went through outgoing pvt testing. Unit passed all tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette that was not attached properly, and the unit was alarming. There was unknown patient involvement and unknown patient harm/adverse event reported.